Event description:
It was reported that the patient went to the hospital. It was observed there was some oversensing where the marker channel will show two ts markers not associated to at wave or paced r wave. It was noted that when they attempted to interrogated the pacemaker, the patient¿s heart rhythm goes instantly from pacing at 60 to tachycardia around 160 bpm. The tachycardia does not convert with anti-tachycardia pacing (atp) and requires a shock to convert back to paced rhythm. The shocks are deemed appropriate. This phenomenon occurred several times. The both right ventricular (rv) leads and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6943-65 implantable tachy lead implanted: 2000 (B)(6); product ID addr01 implantable pulse generator (ipg) implanted: 2009 (B)(6); (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6); 5076-45 implantable pacing lead implanted: 2001 (B)(6). (B)(4).